Event description:
The customer alleged that the ventilator went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and verified the reported rpoblem. The cse replaced the bdu cpu and ai board. The unit passed extended self testing. There was no patient harm or change in therapy reported.